Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing through pinch valve lv18 became disconnected from the cleaner pump and caused a leak. The fse reattached the tubing at the pump, which repaired the leak. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a blue leak from the coulter act diff 2 analyzer when running shutdown. The volume of the leak was about 2 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.